Event description:
Customer said that the catheter has ruptured at their 6th day of insertion and there was drug leakage. They informed that the catheter does not have the clamp neither tubing extension. It was adapted a 20cm extension. The silicone in the patient attachment is smooth and no resistance. The catheter was removed without consequences and a new one was inserted. Customer said they only use 10ml syringe and infusion pumps with 5ml/hr for most.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report.